Event description:
It was reported that the customer had a button error on her insulin pump. Customer reported that the only significant event leading up to the button error was that the insulin pump was slightly fogged up. The customer stated that there was a 4 millimeter area in the screen that has fog. The customer's blood glucose level was 87 mg/dl. Advised the customer the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to back-up plan per healthcare provider's instructions. Advised customer that she will receive a replacement pump. Nothing further provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing.no moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual our inspection. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).